Event description:
Nursing staff got the patient up to the toilet with the hill-rom bed in the chair position. The tech was changing the linen on the bed and the foot of the bed started moving by itself with no one touching the bed controls. The end of the bed pushed up against the patient's left leg (who was sitting on the toilet). The patient started to yell. The rn and the tech released the bed brake and pushed the bed away from the patient. The patient was bleeding at her ankle and had a cut approximately 2 cm long. Our in-house hill-rom tech stated that after testing all the side rail buttons on the bed and performing the required preventive maintenance, they have not seen any movement at all. The bed has been in the chair position since last week. The bed has been taken out of service for continued monitoring.